Manufacturer narrative:
Visual inspection under magnification shows no electrode wear and no signs of activation on the returned device. Visual observation of the saline holes show the left hole is completely blocked with adhesive. The middle and right saline holes are free from adhesive. The saline barb has been removed prior to being received for evaluation. The wand was connected to a compatible controller and activated in a beaker of saline solution at the default and max settings and performed as intended. The saline line was tested using a syringe and saline flowed out through the middle and right holes. The suction line was tested and performed as intended. The complaint has been verified and the root cause is related to a workmanship issue. Due to the left saline hole being completely obstructed it is possible that the saline outflow was not sufficient in order to facilitate the formation of plasma.

Manufacturer narrative:
(B)(6).

Event description:
It was reported that there was no plasma field generated therefore, no soft tissue ablation. Procedure was completed using a competitive device (bipolar scissors). No patient injury or other complications were reported.